Manufacturer narrative:
The returned valve was patent within specifications for pressure-flow and preimplantation testing performed at 0cm hydrostatic pressure. The valve did not pass siphon or reflux testing, and was not within specifications for pressure-flow tests performed at -50cm hydrostatic pressure. Debris within the valve will prevent valve components from closing, resulting in siphoning and reflux. The valve also did not pass the leak test due to several tears in the proximal occluder and a tear in the top of the delta chamber. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt was not functioning properly.